Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Event description:
Reference number (B)(4) event occurred in united arab emirates. It was reported that the patient experienced an event of high blood glucose which resulted in patient to emergency room visit on (B)(6) 2025. The blood glucose value observed was 300mg/dl. Symptoms reported at the time of hospitalization was nausea and vomiting. Ketones were also reported positive. Patient was treated with intravenous fluids and injection during hospitalization. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5413183 in question was manufactured at the reynosa site.. Complaint investigation results: the reference samples cannot be tested because there was no specific malfunction to investigate. The device history record (DHR) review for batch 5413183 were previously reviewed in complaint (B)(4) on 15/may/2025. Test results visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. DHR review: the lot 5413183 was manufactured according to version 73 packaging in the multivac 12, on 26/jun/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 15-may-2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level and symptoms e.g., moderate to large ketones, nausea, vomiting, abdominal pain, confusion) and lot 5413183 with 1 other complaints. Complaints have been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, another 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.